Event description:
This report is from a literature report journal of thoracic an cv surgery 1993: volume 106, #2:228-236. The study involved conduit reconstruction of the right ventricular outflow tract. The study involved 163 pts, 24 with co conduit. Nine pts died perioperatively due to hemorrhage or biventricular failure. Two late sudden deaths, one due to conduit obstruction. Six pts required conduit replacement due to transconduit gradients. Conduits not identified in these results.